Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for chronic low back pain. It was reported the patient had not charged their device in over a year and wanted to get it working again. They didn't use their device due to a 3 month period of multiple hip surgeries when they stopped recharging. The patient confirmed they were not feeling stimulation and they did not have the recharger or programmer available for troubleshooting. The patient was directed to their health care professional to have a physician mode reset done (pmr) for the potential overdischarge. Additional information received from the hcp and rep reiterated that the patient had not charged the ins in 3 years while being in and out of the hospital for reasons unrelated to the device/therapy. The rep attempted 3 trickle charges and got to the normal recharge screen for 20 min, then was unable to get the normal recharge screen again. The rep was unable to reset the por. The patient was going to talk with their surgeon about getting the ins replaced when they were ready. No further complications were reported.